Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for routine follow up. The pulse generator exhibited several inappropriate mode switch episodes, competitive atrial pacing was noted. The device was reprogrammed. The patient did not experience any symptoms through out follow up.